Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had dislodged and perforated the heart wall. As a result, a revision procedure was performed, and the rv lead was removed and replaced. No additional adverse patient effects were reported.